Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: site ID- (B)(6), (ae-(B)(4)). It. Was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The activated clotting levels were 290.,232s and heparin was given. During procedure, the valve partially re-sheathed 1 time. The final implant depth at non-coronary cusp (ncc) was 4.3mm and at left coronary cusp (lcc) was 4mm. During the procedure, the patient developed an atrial fibrillation and medications were given to patient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.